Manufacturer narrative:
It was reported that the patients ipg migrated. Ipg migration cannot be confirmed through product analysis testing. Device was inoperable as received, due to low battery. The device hybrid was attached to an external power supply and communicated with all lab utilities.

Manufacturer narrative:
Date of event and patient weight are estimated. A patient had their system explanted due to migration was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg migrated and was protruding into the right posterior iliac region. As a result, the system was explanted.